Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Returned sample was evaluated: the lens was twisted and remained inside the nozzle. The volume of used viscoelastic material appears to be enough. The top flange was pushed down correctly. Lens work order search: one similar complaint type event reported for units within the same lot. (B)(4).

Event description:
Reportedly, as the surgeon was preparing to inject a ks-1 aq2017v intraocular lens diopter +23.5 into the patient's eye, the surgeon decided to not use the lens. The reporter states that "the lens was pushed in the rod until the confirmation position but the haptic figure appeared a little different so it was not used." This occurred on (B)(6) 2018. There was no patient contact with this lens.